Event description:
It was reported the insulin p ump alarmed device software error. Customer's blood glucose was 166 mg/dl. Alarm did not occur during the rewind or prime sequence. Customer was advised to clear the alarm. No other alarms noted. Normal bolus in the air was programmed and amount recorded in bolus history. Temporary basal was not programmed before the alarm occurred. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.